Manufacturer narrative:
Date of event is estimated. During the process of this complaint attempts were made to obtain complete patient and event information.

Event description:
It was reported that the patient requested an explant for an unknown reason. It is unknown if the system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.